Manufacturer narrative:
Product ID: 377860, lot#: n0051924, implanted: (B)(6) 2005, product type: lead; product ID: 377860, lot#: n0051924, implanted: (B)(6) 2005, product type: lead; product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer, patient product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect, and experienced an increase in migraines and pain. It was noted that the time required to recharge the patient's implantable neurostimulator (ins) was more than expected. Additional information received reported that the cause of the event was lead migration, and that explantation had occurred; it was unclear as to which device(s) was/were explanted. The patient had a loss of relief. No hospitalization was required, and no patient injury was reported. If additional information is received, it will be included in a supplemental report.